Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 68 mg/dl, and the meter bg reading was 505 mg/dl. The customer reported a high bg level of 505 mg/dl and declined further troubleshooting with tandem technical support. As a result, no additional patient or event information was available. Reportedly, the customer used the sensor past the 10 day warranty, so no replacement sensor was sent.